Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical field representative evaluated the device onsite and the customer's report was not replicated or confirmed. The device logs were reviewed and found no ECG related error messages. The device was put through full functionality stress testing without duplicating the report. The device was recertified and returned to service. Analysis of reports of this type has not identified an increase in trend.